Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. There was no reported adverse effect to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.